Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during intra-operative drilling through a shell screw hole, the shaft of the flexible drill broke in half. There was no patient involvement. It was reported that no further information is available.